Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. Customer agreed to troubleshoot for high readings. The customer had dry mouth. The customer treated with insulin drip. Customer's blood glucose value was unknown at the time of the call. The insulin pump passed self-test. The product will not be returned for analysis.